Manufacturer narrative:
Approximate age of device- 2 months, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's power module battery was fried when connecting the power module to the power socket. The patient described that the electrical power went out. The patient experienced continuous alarm and told the clinicians a day after the event. The power module was returned for replacement.

Event description:
It was reported the issue did not persist. Patient's power returned after the manufacturer was contacted about likely needing a replacement. Patient plugged in his device and the pm battery took a charge. No equipment was replaced or returned. No additional information was provided.